Manufacturer narrative:
The synergy xd mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 31 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to pass through the lesion due to calcification and angularity. After continuing attempts, the shaft broke. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to pass through the lesion due to calcification and angularity. After continuing attempts, the shaft broke. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.